Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. Inappropriate measured data for device longevity was observed. The device exhibited normal characteristics upon reinterrogation. The device remained implanted.